Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. System check could not be performed with tandem technical support as the customer changed the supplies and resumed insulin delivery.